Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The fault was determined to be an electrical connection failure. The battery and baton were replaced. Additional part used: glidescope ranger monitor - USA; catalog: 0570-0186; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video baton 3-4, the device displayed no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.